Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was being removed interaction with other devices and/or the just implanted stent resulted in the reported difficult to remove. Manipulation of the guide wire resulted in the reported stretched coils and detachment of the device, which interacted and resulted in damage to the implanted stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately calcified, proximal left anterior descending (lad) artery the balance middleweight (bmw) guide wire (gw) was positioned within the diagonal branch. A different bmw was used to implant a non-abbott stent within the main branch; however, the gw within the diagonal was jailed. During removal, the gw became unraveled and damaged the just implanted stent. After intravascular ultrasound (ivus) check, the procedure was completed by implanting an additional stent next to the first stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.